Manufacturer narrative:
(B)(4). Batch #m9222e. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: did the surgeon attempt to manually open the jaws with his fingers? No. If no: was the device on a vessel/artery when it would not open? Yes. If yes, how was the device removed? (I.e. Cut off, forced opened) the device was pulled out from the patient¿s tissue. If cut off, did this cause a change in the plan of care for the patient? Na. Did the removal cause any damage to the vessel/artery? No. If yes, what is the damage and how was the damage repaired? Na.

Event description:
It was reported that during a lap sigmoidectomy, the jaws became not to open after advancing the I-blade to cut the target tissue. The jaws were clamping a thick tissue at that time. There was no damage to the target tissue. Then, the upper jaw was detached outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.